Event description:
It was reported that the implantable cardiac monitor was undersensing with a "winnowing of r-waves in one of the episodes" and asystole episodes. It was also reported that it appeared to be consistent with a device loss of contact. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).